Event description:
A us distributor reported that an electrode belt had damaged therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged tes) has been confirmed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. This failure was due to a missing rear 1 wire therapy electrode cover. The root cause for the damaged te could not be positively identified. There were no adverse events associated with the damaged electrode belt.